Manufacturer narrative:
System logs have not been received by the manufacturer to perform a software evaluation of the imaging system.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system prompted the site radiologic technologist (rt) to perform a motion calibration. The rt attempted to perform the calibration but the imaging system would not complete the task. The rt attempted to perform a scan again, which the system again prompted for calibration. The rt was successfully able to perform the calibration and the imaging system was used in the procedure. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.